Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('possible organ punctured') and device breakage ('essure crumbling into pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intimacy"), menstruation irregular ("intermittent periods"), vaginal haemorrhage ("vaginal bleeding"), rash ("skin rash"), urticaria ("hives"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), tooth fracture ("tooth breaking"), fatigue ("fatigue/exhaustion"), migraine ("migraines"), arthralgia ("joint aches"), feeling abnormal ("brain fog") and alopecia ("hair loss"). The patient was treated with surgery (essure removal date: (B)(6) 2018 and essure device removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, pelvic pain, abdominal pain, dyspareunia, menstruation irregular, vaginal haemorrhage, rash, urticaria, abdominal distension, fibromyalgia, tooth fracture, fatigue, migraine, arthralgia, feeling abnormal and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, dyspareunia, fatigue, feeling abnormal, fibromyalgia, menstruation irregular, migraine, pelvic pain, perforation, rash, tooth fracture, urticaria and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fibromyalgia, teeth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('possible organ punctured') and device breakage ('essure crumbling into pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), tooth fracture ("tooth breaking"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), fatigue ("fatigue/exhaustion"), migraine ("migraines"), abdominal distension ("bloating"), rash ("skin rash"), urticaria ("hives"), arthralgia ("joint aches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dyspareunia ("pain during intimacy") and menstruation irregular ("intermittent periods"). The patient was treated with surgery (essure removal date: (B)(6) 2018 and essure device removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, fibromyalgia, tooth fracture, pelvic pain, abdominal pain, vaginal haemorrhage, fatigue, migraine, abdominal distension, rash, urticaria, arthralgia, feeling abnormal, alopecia, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, device breakage, dyspareunia, fatigue, feeling abnormal, fibromyalgia, menstruation irregular, migraine, pelvic pain, perforation, rash, tooth fracture, urticaria and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fibromyalgia, teeth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: event medical device removal replaced by event perforation of organs nos". Event device breakage, pelvic pain, abdominal pain. Vaginal bleeding, fatigue, migraines, bloating, skin rash, hives, joint aches, brain fog, hair loss and pain during intimacy , irregular periods were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery this morning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), adverse event ("have many other issues too") and tooth fracture ("tooth breaking"). The patient was treated with surgery (essure removal (scheduled)). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal, fibromyalgia, adverse event and tooth fracture outcome was unknown. The reporter considered adverse event, fibromyalgia, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: fibromyalgia, adverse event, medical device removal, teeth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: events added: medical device removal, tooth fracture, reporter added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.